Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an esophageal tissue biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, minimal bleeding occurred after the tissue acquisition. The physician injected adrenalin at the site to stop the bleed. Reportedly there was no device damage/anomaly noted, and a total of two biopsy samples were taken from the patient. The procedure was completed with the same radial jaw 4 single use biopsy forceps standard capacity device. It was also reported that the device was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable.